Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sales rep replaced the power control board and r1 on the surge suppressor. The system was tested and found to be working as intended and put back into service.